Event description:
It was reported that this implantable lead was part of the system revision due to pocket redness and infection. There were no additional adverse patient effects reported. The implantable lead was explanted.